Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a post operation device check. It was noted that the right atrial lead was dislodged. The patient presented for lead repositioning procedure but lead could not be repositioned. The lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient.